Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii sealed outflow graft and the reported events could not be conclusively established through this evaluation. The only abbott product in the circulatory loop for this patient appears to be the sealed outflow graft. Per design history records review, this sealed outflow graft was properly sterilized and implanted before its expiration date of may 2016. The report of left driveline infection appears to be related to the other manufacturer¿s device. The sealed outflow graft was unlikely to have contributed to the reported left driveline infection, bacteremia, and respiratory distress. The patient remains ongoing on bivad support with the sealed outflow graft and no further issues have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists infection and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The serial number was requested, but was not provided. Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
(B)(4) was received on 02jan2018. Date of event: (B)(6) 2017. Describe event: a female patient with a history of non-ischemic cardiomyopathy had a biventricular assist device (bivad) placed as destination therapy several years ago. The patient was transferred from an outside hospital with fevers and lethargy and found to have bacteremia and left driveline site infection. The patient's implantable cardioverter defibrillator (ICD) was extracted a few days ago. The patient has developed hypoxernic respiratory distress requiring continuous positive airway pressure (CPAP) and ongoing fevers despite diuresis. The source of the respiratory distress is unclear. The patient continues to have ongoing left sided driveline exit site tenderness on exam. It was reported that the biventricular assist devices were manufactured by a different manufacturer.